Event description:
It was reported that during a follow-up, high thresholds were noted. Suspected lead dislodgement. At a later follow- up the measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.